Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to abdominal or pelvic cavity/ perforation of the fallopian tubes"), uterine perforation ("perforation of uterus"), perforation ("perforation of other organ") and embedded device ("the fallopian tube stumps are both showing metal coils embedded in the tissue.") In an adult female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective") and medical device monitoring error ("hysteroscopic insertion of essure micro-implants, novasure endometrial ablation"). The patient had a medical history of pelvic discomfort, parity 2, gravida ii, stomach cramps, swelling, raynaud's syndrome, hot flushes, insomnia, urinary incontinence, premenstrual syndrome and dysfunctional uterine bleeding. Previously administered products included: mirena and yasmin. Concurrent conditions were listed as allergy to metals, fibromyalgia, muscle pain, joint inflammation, depression, loss of energy, fatigue, abdominal pain lower and pelvic discomfort. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), embedded device (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingectomies and total abdominal hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcome of embedded device was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. There was a normal-appearing endometrium, both cornea were seen and essure micro-implant was inserted first on the patient's right and then left. After deployment on the right, there were no coils visible and on the left there was one coil visible. On (B)(6) 2015 removal of mirena intrauterine system, a pap test, hysteroscopic insertion of essure micro-implants, nova sure endometrial ablation and a re-look hysteroscopy. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2023: history: diminished range of motion. Pain findings: bilateral tubal occlusion implants are demonstrated. No significant osseous or joint abnormality is demonstrated in either right or left hip [pathology test] on (B)(6) 2023: specimens: tah + bilateral salpingectomies. A. Left fallopian tube. B. Right fallopian tube with coil. C. Right fallopian tube. D. Uterus and cervix gross description: the fallopian tube stumps are both showing metal coils embedded in the tissue. Diagnoses: total abdominal hysterectomy and bilateral salpingectomiesa. "Left fallopian tube":- benign fallopian tube in the examined sections. B. "Right fallopian tube with coil":- paratubal soft tissue, negative for fallopian tube. - metal coil with surrounding tissue was submitted for external analysis c. "Right fallopian tube":- fallopian tube with a paratubal cyst. D. "Uterus and cervix" :- endometrium with prominent post-ablation changes. Myometrium within normal limits. Cervix with inflammation, squamous metaplasia and hyperkeratosis. Negative for hyperplasia or malignancy in the examined sections. Metal coils with surrounding tissue [pregnancy test] on (B)(6) 2023: negative [x-ray] on (B)(6) 2015: history: worsening bilateral hip pain with limping findings: the partially visualized osseous pelvis appears to be intact. There is incidental note of an iud projecting over the midline of the pelvis as well as several vertically arranged surgical staples projecting over the pelvis in the midline that are possibly related to prior abdominal wall hernia repair; on (B)(6) 2015: there is an iud in the right paracentral pelvis, likely within the uterus; on (B)(6) 2022: history: diminished range of motion. Pain findings: bilateral tubal occlusion implants are demonstrated. No significant osseous or joint abnormality is demonstrated in either right or left hip. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. No defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-mar-2024: medical record received. New event medical device monitoring error & device embedded added. Lab data including (surgical pathology report) added. Medical history, concomitant conditions were added. New reporters are added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to abdominal or pelvic cavity/ perforation of the fallopian tubes"), uterine perforation ("perforation of uterus") and perforation ("perforation of other organ") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), perforation (seriousness criterion medically important), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. 0g was the reported birth weight. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fallopian tube perforation ("migration of the essure device to abdominal or pelvic cavity/ perforation of the fallopian tubes"), uterine perforation ("perforation of uterus") and perforation ("perforation of other organ") in a female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), perforation (seriousness criterion medically important), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. No defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.